Event description:
As reported on (B)(6) 2010 by the end user in (B)(4), when an "attempt was made to aspirate urokinase solution, air came into the 1ml syringe on the pulse spray infusion set. After checking the connection, they tried to aspirate the urokinase solution again. However, air came into the 1 ml syringe." The reported defective device was set aside to be returned to the MFR for eval. The case was completed with another new set of the same device. No further complications were reported and there was no harm to the patient.

Manufacturer narrative:
Returned for eval was one 1 ml syringe, one dual check valve component, one 20 ml bd syringe and one 25 ml terumo syringe. A visual review of the devices noted no defects. A visual review of the 1 ml syringe and the dual check valve under a microscope noted no defects. The 1 ml syringe, dual check valve and the 20 ml bd syringe were connected per the IFU. The system was then flushed with water and all air was completely removed. This process was repeated multiple times and each time the system was successfully purged of air. The complaint could not be confirmed. The most likely root cause for the reported complaint is connections were not properly tightened by the end user. The instructions for use (ic 350), which is supplied to the end user with this catalog number, contains a statement; "warning: complications may occur, if all the air has not been removed from the infusion catheter and displaced with a saline solution prior to insertion into the body." During the review of the mfg records for the reported lot it was observed that the manufactured lots meet all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this product family and complaint type. This type of complaint will continue to be monitored for trends. (B)(4).